Event description:
The lay user./patient contacted lifescan on july 7, 2006, and alleged that her one touch ultra meter was giving the error 5 message. The medical affairs specialist (mas) called, and spoke with the patient on the same day and was able to obtain additonal information. The patient informed the mas that she was getting the error 5 message on the reported meter "off and on" since june 17, 2006 (this is when she opened a new vial of test strips). On july 5, 2006, the patient attempted to test on the meter around 10:00 pm, and received an error 5 message. She was not experiencing any symptoms at this time. She took her 20 units of lantus that she takes at bedtime, but also took 2 units of novolog ( usually takes this on a sliding scale) because she thought that she "had not taken enough insulin that day, and did not know what the sugar was." About 30 minutes later, she started to feel shaky. She tried to test again, but received the error 5 on the meter. She ate something "sweet" and felt better. At the time of troubleshooting, it was verified that this was not a new product. The patient's technique was reviewed to be correct. However, the patient reported that the condition of the test strips was "damaged." It is not known if the test strips were damaged before or after the patient opened the vial. This complaint is reported because the patient received error 5 message and took additonal insulin without knowing her blood glucose level. She experienced shakiness after taking the insulin. The meter again failed to provide a result when the patient attempted to test. She administered self-care and felt better. The error 5 message was not resolved with troubleshooting ( possible causes for the error 5 message is incorrect blood application or damaged test strip). The patient reported that the test strips were damaged. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.